Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: cracks on the tube, scratches on the yellow seal, dents on the tube, and the unit was beyond economic repair. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid endoscope sheath had a broken distal tip. There were no error messages observed due to the failure. The issue was found during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the damage of the insulation material of the sheath was caused by improper handling, application of excessive force, mechanical impact like fall, shock or similar stress, thermal mechanical overload. Based on the described damage pattern, it can be assumed the insulation tip's damage was caused by mechanical thermal influence. Unfortunately, it cannot be determined with certainty, whether there was a previous damage on the device or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. The instructions for use carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. In the case of unclear remains of fracture fragments, of the insulating insert made of ceramic, these can be localised with a suitable x-ray procedure or computer tomography and removed, if necessary. The event can be detected/prevented by following the instructions for use which state: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches, ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.